Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 415 mg/dl. Other blood glucose value mentioned such as 153 mg/dl, 259 mg/dl, 360 mg/dl, and 380 mg/dl. Blood was present at site. The customer was treated with insulin drip and manual injection, bolus. The customer was using the insulin pump within 48 hours of high blood glucose event. It was reported that the insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.